Event description:
The facility reported that the device was in used when the bag ran empty and the device began pumping air into the tubing with no alarm, found during pt use with no pt injury or medical intervention required. The facility had no additional information.